Manufacturer narrative:
If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (sicd) system developed an infection at the xiphoid incision site. Surgical intervention was planned for later that week to remove the electrode. The physician was planning on leaving the s-ICD implanted while the infection clears. No patient name or serial number was available at the time. The field representative was contacted for additional information, but no further information has been provided.